Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s reported issue was confirmed (foreign material in the forceps channel). Additionally, service found there was an air leak due to holes in the bending section cover. The bending part of the insertion section was crushed. The cover of the bending tube of the insertion section was cut. The grip, angle lever, up/down plate, universal cord, video cable, video cable boot, video connector, light guide connector, and video connector case, and the up/down angle fixing lever were scratched due to external factors. The video connector was broken and the video connector case was cracked, due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, clogging of the channel with foreign material may have been the result of not being able to clean the device sufficiently due to the occurrence of the air leak in the bending section cover and the crushed bending part of the insertion section. However, a definitive root cause could not be determined. The device's instructions for use provides the following information: ¿chapter 7 cleaning, disinfection and sterilization procedures 7.6 main cleaning perform the main cleaning after the water leakage test is completed. Brushing the forceps channel: be sure to brush the channel. Without brushing, the endoscope will be inadequately cleaned, disinfected, and sterilized, which can lead to infection. Brush the endoscope while it is immersed in the cleaning solution. If it is not immersed, the cleaning liquid may splash.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during profusion with an action pump in a therapeutic fiberoptic transurethral nephrolithotripsy procedure, the user noticed that the forceps channel became blocked with unknown material. The procedure was completed using another scope without any further issues. There was no patient or user injury reported due to the event.